Manufacturer narrative:
The technician adjusted the caster but the issue remained. He replaced the brake caster to repair the bed.

Event description:
Information received indicates the right head brake caster is not braking correctly.